Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was not damaged. The battery cap was returned and the top was damaged. The cap was able to attach to the pump; however, it was difficult to remove from the pump.